Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR, evaluation codes, and additional MFR narrative. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. During a scheduled preventative maintenance the system was found to meet specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule tear occurred during a laser assisted cataract procedure. Reporter indicated the surgeon inserted a three piece intraocular lens (iol).